Event description:
It was reported that the 8110 syringe module had a split nut issue, plunger force verification failure, and an issue with the front panel and rear case. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, wiper seal, front cover, flag barrel, seal flag, lens indicator, keypad, mylar, rear case, barrel clamp, pressure sensor harness, top disk holder, flange gripper, carriage block assy, rt iui, and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/29/2013 to the present date 9/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 8110 syringe module had a split nut issue, plunger force verification failure, and an issue with the front panel and rear case. No patient involvement.